Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received two breast prostheses for evaluation. Additionally, mentor became aware that the lot number of the suspect medical device is 267729. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, rupture was discovered on both of the returned devices. As a result, a medwatch report will be submitted to document the rupture of the right breast prosthesis. On (B)(6) 2021, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 350cc gel breast prostheses. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. In addition, the patient developed a cyst on the left breast. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, siltex cracking was found at the edges of the rupture. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-jul-2021, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis deflation, breast cyst. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memoryshape breast implant 355cc gel breast prosthesis that ruptured after implantation. A mammogram and ultrasound showed leakage from the left breast prosthesis. Additionally, they showed a cyst in the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.